Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when a clinician on the (B)(6) went to connect a patient's IV medication and discovered, that the hub, at the connecting end was broken. The patient impact is unknown and this was reported by the surgery pediatric service.